Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. Later that day the customer reported the pump battery went from 50% to 100% without being connected to a power source. The customer's blood glucose (bg) level was impacted (274 mg/dl). The contact stated that the customer's bg level was higher than normal due to hormones and the customer will starting their menstrual cycle soon. A manual injection was used to correct elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.